Event description:
Device malfunction [device malfunction]. Case narrative: initial information received on (B)(6) 2018 from united states regarding an unsolicited valid non-serious case received from a consumer. This case involves a patient of unknown demographics who experienced device malfunction, with the use hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular injection of synvisc one (hylan g-f 20, sodium hyaluronate) (dose, frequency, indication: unknown) (lot: 7rsl021). It was reported that the patient had received treatment with the recalled lot of synvisc one. Corrective treatment: not reported outcome: unknown . Seriousness criterion: medically significant. A product technical complaint was initiated for synvisc-one. Batch number: 7rsl021 an investigation summary was initiated as a result of an unexpected increase in the number of labeled adverse events received from us market for synvisc-one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented.

Event description:
Device malfunction [device malfunction]. Case narrative: upon internal review on 05-nov-2018 the case was identified as duplicate of case (B)(4), all the information from case (B)(4) was transferred to case (B)(4) and the case (B)(4) was prepared for deletion. Clinical course updated and text amended accordingly. Initial information was received on 05-nov-2018 from united states regarding an unsolicited valid serious case from a consumer. This case involves a patient of unknown demographics who was treated with hylan g-f 20, sodium hyaluronate (synvisc one) and there was device malfunction. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular injection of synvisc one (hylan g-f 20, sodium hyaluronate) (dose, frequency, indication: unknown) (lot: 7rsl021; expiration date: unknown). It was reported that the patient had received treatment with the recalled lot of synvisc one (device malfunction). Action taken: not applicable. Corrective treatment: not reported. Outcome: unknown. Seriousness criterion: medically significant. A product technical complaint (ptc) was initiated on 05-nov-2018 for synvisc one; global ptc number: (B)(4). An investigation summary was initiated as a result of an unexpected increase in the number of labeled adverse events received from us market for synvisc-one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 05-nov-2018 from other healthcare professional (from quality department). Gptc number was added. Upon internal review on 05-nov-2018 the case was identified as duplicate of case (B)(4) , all the information from case (B)(4) was transferred to case (B)(4) and the case (B)(4) was prepared for deletion. Clinical course updated and text amended accordingly.